Event description:
It was reported that the patients ipg was no longer working. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. Additional information was received that the patients ipg was no longer charging as effectively.

Event description:
It was reported that the patients ipg was no longer working. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.